Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple documented attempts to obtain additional information have been unsuccessful, to-date. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, although a root cause could not be conclusively determined, the probable cause was likely an accidental failure of the electronic component on the printed circuit board that is related to image generation and output.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During initial evaluation, the user report was confirmed as the flexible print circuit board was loose. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the olympus video system center was having images problem. Additional details from this event have been requested. There was no patient harm or consequence reported from this event.